Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (398-500 mg/dl). A correction bolus was delivered and the infusion set site was change to address the bg. The customer did not know the cause of the high bg. A pump system check was performed and no device issues were identified. The customer was to change the infusion set site. Tandem technical support advised the customer to discuss the high bg with a healthcare provider.